Event description:
It was reported that the camera head had loose contact at the plug. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d9, g1, g3, h2, h3, h4, h6, h11. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed that the device exhibited image flickering. In additional, poor water-tightness of cable unit, which led to water tightness lost, and corrosion on coupler unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit was twisted a device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had loose contact at the plug. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.